Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the buttons were not responding. The numbers were ramping and down on the screen without her pressing any buttons. The customer then stated that she was hospitalized for high blood glucose levels. The customer stated that the cannula was bent when she removed the infusion set. Found that the customer might be using the wrong infusion set for her body type. Nothing further was reported.